Event description:
Incident details: attempted an IV start using an 18g needle. After getting flashback, the needle retract button on the syringe did not function - the needle would not retract from the canula. Date of incident (yyyy-mm-dd): (B)(6) 2025. Additional information received on 10dec2025: there was no actual patient harm or injury involved as the result of this event. The needle didn't retract when the safety/retract button was pushed creating the potential for harm. The needle was immediately put in the sharps bin to dispose.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D.1batch number [5148053] was not found for material number [381944].

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381844 and lot number 5148053. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.